Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported a stent (foreign material) was stuck inside the subject device. There was no patient or user injury reported due to the event. Three attempts were performed to obtain additional information regarding the reported event, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: there was no nonconformity of the device requiring repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿IFU on the subject device states the warning to avoid aspirating solid matter. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids.¿ this supplemental report includes corrections to b5 and h4 from initial medwatch. Also, information added to d8, d9 and h3. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that there was no patient injury. However, no further event details were provided.